Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test at 6.65%. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer¿s reported problem "failed accuracy test 6.65%" was verified by accuracy testing. The cause is the expulsor. Replaced the expulsor assembly to correct the issue. Cadd legacy device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.